Event description:
The customer reported that as cement was mixing, the mixer became very hot. It began to smoke and plastic shell began to melt. Additional information received from customer ((B)(6)) on (B)(6) 2013: nothing out of the ordinary when using the product. The customer stated she heard a noise when pushing the device. Procedure was completed with another kit. No patient harm or injury. The mixer was tossed but the electrical housing was given to the sales representative.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: the motor assembly from the vmx00ct delivery system was received for evaluation. Visual inspection of the motor housing and circuit board confirmed the unit produced an electrical discharge across a gap in the electrical circuit board and heated up causing the underside of the motor housing to char. Likewise, the battery housing within the motor assembly was observed to have slightly melted due to the heat generated by the defect. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. A review of the applicable manufacturing work instructions for the motor assembly noted the assembly of the motor is a manual process. The work instructions include several visual aids to ensure the operator assembles the motor correctly. The visual aids provide guidance and cautionary statements to alert the operator to any assembly errors that could potential affect the quality of the performance of the motor. The investigation determined that manufacturing personnel did not contribute to the reported issue. The work instructions review also noted that the assembly and inspection processes do not physically alter the motor/circuit board assembly prior to placement in the motor housing. Likewise, the investigation determined there was no potential contribution from the manufacturing processes to the reported issue. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, the most probable root causes were determined to be as follows: 1. Use of incorrect component (transistor) within the circuit board assembly. 2. Incorrect assembly (i.e. Incomplete solder) within the circuit board assembly. To prevent future occurrences, a supplier corrective action notification was initiated to pursue supplier corrective actions to address the identified root causes above. Likewise, a supplier site audit was performed to review the manufacturing processes of the vendor and review corrective actions proposed by the supplier. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.